Event description:
According to the report, the customer experienced a malfunction with their insulin pump. The customer did not disclose if there was an adverse impact on their blood glucose level or if it exceeded 500 mg/dl. Technical support decided to replace the malfunctioning pump and informed the customer about the steps needed to transition to the new pump. The customer was advised to use a backup therapy, consult a healthcare professional, and instructed on returning the defective pump to tandem. The replacement pump was dispatched with updated software, and training will be available to the customer through their tandem source account.